Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was difficult to open during operation. A field service engineer (fse) identified damaged slide rails impacting drawer movement and replaced slide rails to restore proper drawer operation. Then the drawer was reinstalled drawer into cabinet after rail replacement and the drawer operation was tested through application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 6 rails were physically damaged. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.